Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer did not perform any action to resolve the occlusion. The customer declined removing their infusion set cannula to inspect the cannula for any damage. Additionally, it was reported multiple air bubbles were observed in the cartridge tubing. At the time of the report, the air bubbles had been successfully removed from the cartridge tubing. Blood glucose level was 212mg/dl.